Manufacturer narrative:
Mw5175828.

Event description:
Voluntary medwatch received states that the implantable cardioverter defibrillator recorded a short circuit condition that was detected during a shock delivery due to a low out-of- range shock impedance measurement on the right ventricular lead. It was unclear if the delivered shock was due to true ventricular tachycardia or atrial fibrillation with rapid ventricular response. A few days late the right ventricular lead was surgically abandoned and replaced. There were no patient consequences.